Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, creases fold, wear abrasion and white particles in the shell. A visual and microscopic analysis was performed which identified, striated opening on posterior, stress marks and non-penetrating nicks. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Device has been explanted.